Event description:
It was reported by the customer a bd pyxis anesthesia system (pas) had a fluid spill which liquid ran down the back of the machine into the back of the drawers' electronics. There were no adverse events nor injuries reported based on this event.

Manufacturer narrative:
The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had liquid ran down the back of the machine into the back of the drawers' electronics. A field service engineer replaced the control board matrix and solenoid, checked all electrical components and tested every drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.